Event description:
It was reported that testing carried out on (B) (6) 2009 revealed 11 channels with status hi. Testing done before on (B) (6) 2009 showed 1 channel with status hi. On (B) (6) 2009, testing had shown all channels with status ok. The patient did not report any impact on the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturing for evaluation. When available, a device failure analysis will be submitted as a follow up report.